Manufacturer narrative:
Batch review performed on 09 july 2018; lot 121804: (B)(4) items manufactured and released on 25 september 2012. Expiration date: 2017-08-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
About 2 years and a half after primary the surgeon revised the patient knee for a infection. Liner swap only. The surgery was completed successfully.